Event description:
It was reported that the zimmer air dermatome did not cut straight. Add'l info received through clinical f/u with the hospital on (B)(6) 2010, indicated that an add'l graft was harvested to complete the case.

Manufacturer narrative:
The device was returned to the MFR for repair. The service record indicates the device is 16 years old and has only been in once for repair in 2003. A visual inspection found the calibration in spec and worn parts. The cause of the reported issue is most likely due to a lack of routine maintenance. The device was serviced and returned to the customer.